Event description:
The customer contacted stryker to report that their device "powers off randomly." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The device's battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the issue could not be determined.

Manufacturer narrative:
The reported issue of unexpected loss of power was able to be verified by a customer quality engineer in the key log. The cause of the issue remains undetermined.

Event description:
The customer contacted stryker to report that their device "powers off randomly." In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.